Event description:
In 2002, a customer, dr., reported that in 2002 a nurse who was handling vial of preservcyt solution spilled a portion of the vial onto their finger, which had a cut on it. The pt whose sample was in the vial had tested positive for hepatitis c. Dr asked if the preservcyt solution would inactivate the hepatitis c in the sample. Technical support communicated to dr., the preservcyt should be handled according to safe laboratory practices. Technical support also referred dr to the tp 2000 operator's manual which lists the viral and microbial organisms, which preservcyt inactivates. The nurse was treated for hepatitis c exposure as a precautionary measure. When contacted at a later date, dr stated he could not release any update on the nurse's condition citing pt confidentiality. There have been no further reports regarding the incident received by cytyc in the 25 days since ts first spoke with dr. If cytyc obtains additional info it will be forwarded to the FDA via supplemental report.